Event description:
Nine days post procedure, after the patient was transferred to another hospital, the sheath detached during removal and a portion remained in the patient. The original procedure was performed on (B)(6) 2022 with no complications. The patient was then transferred to a different hospital on (B)(6) 2022. Following the transfer, when attempting to remove the sheath, a portion of the sheath remained in the femoral vein. Surgical intervention was required to remove the sheath and the patient is in stable condition.

Manufacturer narrative:
One 6f fast-cath introducer sheath was received for evaluation. The sheath hub had detached from the sheath tubing and the sheath tubing proximal end had fractured. The sleeve remained attached to the hub. The reported issue is consistent with ep luer sheath hub detachment issues.